Event description:
It was reported that there was an over infusion of piperacillin & tazobactam (2.25g/55 ml). Two infusions were running at the time. A secondary infusion of piperacillin & tazobactam was set to infuse at a rate of 18.3333 ml/hour and intended volume to be infused (vtbi) of 50 ml. There was also a primary infusion of dextrose (5%) from a 250ml bag. At 600, the secondary infusion of piperacillin & tazobactam set to infuse over 3 hours. At 607, 22.4ml of the 55ml was found to have already infused. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of piperacillin & tazobactam (2.25g/55 ml). Two infusions were running at the time. A secondary infusion of piperacillin & tazobactam was set to infuse at a rate of 8.3333 ml/hour and intended volume to be infused (vtbi) of 50 ml. There was also a primary infusion of dextrose (5%) from a 250ml bag. At 600, the secondary infusion of piperacillin & tazobactam set to infuse over 3 hours. At 607, 22.4ml of the 55ml was found to have already infused. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.

Event description:
It was reported that there was an over infusion of piperacillin & tazobactam (2.25g/55 ml). Two infusions were running at the time. A secondary infusion of piperacillin & tazobactam was set to infuse at a rate of 18.3333 ml/hour and intended volume to be infused (vtbi) of 50 ml. There was also a primary infusion of dextrose (5%) from a 250ml bag. At 600, the secondary infusion of piperacillin & tazobactam set to infuse over 3 hours. At 607, 22.4ml of the 55ml was found to have already infused. There was patient involvement but no harm. Bd learned additional information from the customer. It was reported that "a defect product no 2420-0007 ¿ a cracked drip chamber. Vendor confirmed the cracked drip chamber did not contribute to this over-infusion event." The reported issue on tubing model # 2420-0007 was filed under MFR report # 9616066-2023-00546.

Manufacturer narrative:
Additional information : describe event or problem and manufacturer narrative. Bd learned additional information from the customer who reported an issue with a disposable product model # 2420-0007 (a cracked drip chamber.) This product problem was filed under MFR report # 9616066-2023-00546.